Event description:
It was reported that the patient presented to the hospital complaining of experiencing fatigue since a minor fall in (B)(4) 2014. Upon interrogation, multiple auto mode switch episodes due to atrial noise were noted. The lead also exhibited sensing anomaly. The noise could be reproduced with pocket manipulation. The device was reprogrammed and the patient would be monitored remotely via merlin.net. The patients condition improved since device reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.